Manufacturer narrative:
Device received with critical pump error (open book image) due to moisture damage on electronic board stack. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Unable to verify audio or vibrate or absence of alarm anomalies due to critical pump errors. Device received with corroded force sensor and moisture damage on motor assembly. Corroded battery tube and battery tube spring.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received open book image on display. Customer's blood glucose value was 300 mg/dl. The customer was assisted with troubleshooting. Customer also stated that insulin pump was continues beeping. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.